Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too large'. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A third party's field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the o2 gas module to resolve the issue and send it back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were provided. The returned gas module has been tested in a ventilator. It failed the pre-use check with multiple tests. During ventilation it alarmed for o2 concentration high and paw high. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The gas module has been disassembled for further investigation. The gas module's filter was from 2021 week 22. The nozzle unit's feather spring was broken. The delta sensor had a major offset as well. The nozzle unit and the gas module's filter should be changed during the yearly preventive maintenance or after 5000 hours of operation, whichever comes first. The investigation concludes that the reported ventilator has not failed to meet its specifications. It is expected that the device will fail the pre-use check if preventive maintenance has not been performed in accordance with the service manual. The reported issue has been successfully reproduced at the manufacturer¿s site. Furthermore, an aged or degraded filter may not function properly and is therefore not expected to adequately protect the internal components of the gas module. In addition, failure to replace components designated for renewal during preventive maintenance may lead to mechanical degradation; specifically, the feather spring within the nozzle unit is expected to break under such conditions.

Event description:
Manufacturer's ref. #: (B)(4).